Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the new trach was bigger that the old device, the old one was 5.5 pdc and was given 5.5 pcf. When started to insert the device the trach stated to bleed so had to remove it right away and replaced it with a backup.